Event description:
The reporter did back to back blood glucose tests and got results of 163, 109 and 142 mg/dl. Tests were done one after the other. The same fingerstick was used for the last two tests. Reporter stated that for a few days her blood glucose had been higher than normal and she had symptoms of hunger, irritability and a sweet taste in her mouth every time she ate. After the symptoms disappeared, her blood sugar lowered. She did not have control solution for testing. On follow-up, reporter stated that she will be taking her meter with her to the dr's office for a meter/lab comparison test.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8